Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal routine follow up. Upon interrogation, the right atrial lead wad discovered to be dislodged. On (B)(6) 2016, the lead was explanted and replaced. The patient was in stable condition prior, during, and post operation.